Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log revealed error code 46440 (system fault). No service history was recorded within the past 12 months. A visual inspection and functional testing were performed, with no anomalies detected. The complainant¿s allegation was not confirmed. The probable cause could not be established and remains unconfirmed.

Event description:
It was reported that the pump was not detecting the cassette when it is in place. There was unknown patient involvement and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.